Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was eating. He checked his cgm and it was 65 mg/dl. The patient checked a bg reading and it was 35 mg/dl. He then fell to the ground, twitching and stated he saw ¿black spots like floaters¿ during this time. He did not lose consciousness during the event. His mother called paramedics and when they arrived around 5:30pm, they treated the patient with glucose gel, grape juice and a peanut butter and jelly sandwich. It was reported that the patient¿s bg was still 35 mg/dl. After 30 minutes, the patient felt okay and his bg was 130 mg/dl and the cgm was 100 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.